Event description:
It was reported that the patient received inappropriate shocks due to lead noise. The sense/pace portion was capped and replaced. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.